Manufacturer narrative:
(B)(4) (sn: (B)(4)) device evaluation indicated that the device exhibits normal device characteristics.

Event description:
A report was received that the patient was having difficulty charging the ipg. High impedance was also noted. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. High impedance was also noted. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to initial MDR in usage of device.

Event description:
A report was received that the patient was having difficulty charging the ipg. High impedance was also noted. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.